Event description:
It was reported to boston scientific corporation that an lynx suprapubic mid-urethral sling system was implanted on (B)(6), 2005. According to the complainant, the patient experienced vaginal pressure, pain, and stress urinary incontinence (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.